Event description:
It was reported that the left ventricular (lv) lead displayed high thresholds, indicating a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk, implanted: (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).